Event description:
Boston scientific crm received information that this lead was capped and surgically abandoned in response to a patient infection. There was no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.